Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing from an automated peritoneal dialysis set with cassette was leaking fluid and had "two very small holes closer to the patient¿ during therapy. The cause of the small holes was not reported. The patient was brought to the hospital and was administered prophylactic antibiotics as a precaution. It was reported the transfer set was changed. No further medical intervention was reported for this event. Patient outcome was not reported. No additional information is available.